Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield pushwire was returned outside the phenom catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. In addition, the pipeline flex pushwire appeared to be detached at the hypotube proximal to the wire weld. The distal and proximal dps restraints were found intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~73.0cm from proximal end. The catheter distal tip and marker band were examined, and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. The end of the detached pushwire was sent out for sem/eds analysis. Conclusion: based on the analysis findings and sem/eds analyses, the customer¿s complaint was confirmed as the returned pushwire appeared to be detached at hypotube proximal to the wire weld. The distal wire of the pipeline flex shield delivery system was possibly detached due to the solder tensile failure. The pipeline flex shield braid and catheter body were found to be damaged. However, the root cause for damages could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that premature stent expansion occurred. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the internal carotid posterior communicating artery with a max diameter of 8mm and a 4mm neck diameter. The landing zone was 1.8mm distally and 3mm proximally. It was noted the patient's vessel tortuosity was normal. The access vessel was the internal carotid artery with a diameter of 3mm. There were no issues in postoperative findings related to blood flow imaging. It was reported that it was confirmed that the bumper was detached when the sleeve was removed using the mca; the dac and catheter were also collected as a set. There was no resistance during delivery. The delivery pusher was not rotated inside the patient's body during delivery. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.